Event description:
It was reported customer blood glucose was spiking up after meals. Customer's mother stated the basal rates are fine only the boluses don't seem to be working. Customer blood glucose has been over 300 mg/dl. Settings are the same as last device. Customer's father stated he would call customer doctor to insure the settings are correct. Customer has not been ill. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.